Event description:
It was reported that when using the bd pyxis¿ medstation¿ es located on the operating room would not power on. The device makes no sound, was not recoverable, and appeared to be completely unresponsive. The unit was currently offline on remote smart service (rss). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.